Event description:
The rep reported the device was used during a laparoscopic assisted cholectomy. It was reported the tcr75 misfired and the staples did not form completedly at the distal tip. The surgeon sutured to obtain hemostasis. There was no consequence to the pt. 10/02/1998 the tcr75 reload was used with the tlc75 linear cutter.